Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device would not charge when placed on the provided wireless charging pad, which showed a solid green indicator light despite the ilet remaining unpowered after prolonged placement; alternative outlets were tried, and the user¿s backup therapy maintained blood glucose management, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging process, consistent with a charging problem localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.